Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening during efaa/establish final arm angle could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted anterior mitral leaflet. A mitraclip ntw was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip opened to roughly 30 degrees. Troubleshooting was performed, but the issue continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was deployed on the mitral valve, reducing the mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.